Manufacturer narrative:
The device was returned to mmd for investigation. A DHR review was conducted and did not show the currently reported issue. When the device was returned to mmd for investigation, it was found that the pump was out of calibration, resulting in the over infusion. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump was over infusing. Mmd followed up with the initial reporter who stated that the complaint occurred during testing and did not affect a patient. No other information was provided. [Complaint (B)(4).